Event description:
The customer reported error code b30 (scope communication error) was displayed during a procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing did not confirm the reported event. Error code b30 was not displayed. Testing found that the adhesive at the distal end was chipped, the control section was damaged, there was staining on the cord, the cord and connector were damaged, and the angulation lock did not work due to a loose screw. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction: h8 - reuse should have been checked on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.